Event description:
Event became reportable based on the device analysis completed in 2007. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty crossing the lesion was encountered. The 85% stenotic, progressive, and severely calcified lesion was located in the unspecified circumflex (lcx) artery. Upon attempting to insert the taxus liberte 16mm x 2.50mm drug-eluting coronary stent system across the lesion significant resistance was encountered, and crossing was unsuccessful. The procedure was aborted due to this event. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good. However, device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed distal stent damage. Some of the stent struts were raised and misaligned. This type of damage is consistent with the device meeting some form of restriction during the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions involving arterial segments with a highly tortuous anatomy. The complaint report states that the lesion was severely calcified and severely tortuous. The complaint also states that the physician encountered significant resistance upon inserting the device. It is advised in the taxus liberte dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.